Manufacturer narrative:
The insulin pump alarmed a64 error during self test due to faulty electrical component on the radio frequency board. The insulin pump has minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has been alarming failed self test every day at 10am since (B)(6) 2015. Blood glucose value was 8.4 mmol/l. The insulin pump would be replaced and returned for analysis.